Manufacturer narrative:
The complaint was confirmed based on failure analysis. The insertion cva (chipencoder virtual absolute) pca (printed circuit assembly) was found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and was ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but could not reproduce the issue. The unit was tested on an in-house system in normal mode with no triggered errors. The unit was also tested on a psc fixture test platform (pftp) where all test passed. No damage found during visual inspection.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that universal surgical manipulator (usm) 3 got jammed and faulting out. The caller stated they tried recovering from the fault, but issue persisted. The caller stated before they called, they tried a hard reboot on the system, but when they tried to move usm 3 the error returned. The tse reviewed system logs and saw error 23087 error on usm 3. The tse informed caller they could try another hard reboot, disable usm 3 and continue with arms 1-2-4, or swap to the patient side cart (psc) from their other da vinci system. The caller performed another hard reboot and after the reboot the system powered on, and the error returned on usm 3. The caller disabled usm 3 and was continuing with arms 1-2-4. The procedure was completing as planned with no reported injury.